Event description:
The hcp reported that the patient's enterra device was removed due to an infection of candida glabrata. A fluctuant mass had formed over the ipg and pus was observed upon aspiraton. It was noted that the patient recovered with sequela. Further information has been requested from the hcp, but has not been received at the time of this report. A follow-up medwatch report will be sent if further information is received.

Manufacturer narrative:
Final analysis of the device revealed no significant anomalies.